Event description:
It was reported that the lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
The lead tip stiffness test was performed and measurements were within specification. The damage found was sustained during the surgical procedure.